Event description:
It was reported that during the procedure the emg tube cuff would not stay inflated. Reportedly, the cuff began to leak and they continued to inflate the cuff and use the emg tube without any problems to the patient. It was noted that the leak is coming from the lumen where the cuff is connected to a syringe and inflated. There were not anomalies identified during pre-procedure test inflation. There was no patient injury reported.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was discarded by the user facility.

Manufacturer narrative:
Device available for evaluation: (B)(4) 2013. The device was received for evaluation by the quality engineering team. The valve from the 6mm tube was inflated with 20ml of air using the un-calibrated returned syringe, and the valve/pillow assembly was submerged in water. Tiny bubbles emerged from the adhesive area. The magnified photo of the 6mm valve shows a tiny air bubble in the adhesive, and the air bubbles were emerging from this area. This complaint is confirmed for leak. This device was identified to be affected by a recall. Medical device removal report # 1045254-03/12/13-001-r.

Manufacturer narrative:
Conclusion - operational context caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.